Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia approximately four hours after a prior hyperglycemic episode while using the ilet system, with the lowest documented blood glucose of 53 mg/dl and low glucose lasting a couple of hours; the user confirmed the low with a fingerstick and treated with oral carbohydrates including glucose tablets and a cookie. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose without assistance, no ketone testing, and no medical intervention or hospitalization. Investigation included a structured troubleshooting review covering recent use history, targets, weight settings, run mode, tubing fill and disconnection, meal announcement timing and content, calibration history, concomitant insulin use, exercise, and time settings. Investigation of this case revealed that the hypoglycemia was consistent with an overcorrection following a preceding high during the system¿s ongoing learning period, without evidence of device alarm or malfunction and without contributory changes to targets, weight, or date/time. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior related to adaptation and correction dynamics leading to low glucose.